Manufacturer narrative:
H3: product evaluation. Customer reports of stenosis and calcification were confirmed through observed calcification. X-ray demonstrated heavy calcification were observed on all three leaflets. Extrinsic calcific deposits were observed on the outflow aspect of leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Two suture pledgets remained attached to the sewing ring near commissure 1 on the inflow aspect. Approximately 80% of the sewing ring was cut off around the valve and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around leaflet 1 on the outflow aspect.

Manufacturer narrative:
H10: additional manufacturer narrative. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was returned, and product evaluation is in progress. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 21mm pericardial aortic valve, implanted approximately three (3) years and nine (9) months, was explanted due to aortic stenosis and restricted motion secondary to calcification. The device was explanted and replaced with a 19mm non-edwards mechanical valve with no adverse patient events reported. The customer commented that it is unknown if there was a relationship between the event and device malfunction.